Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and had scratch on display screen. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis